Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-03268. It was reported that multiple cerebrospinal fluid leaks occurred during a permanent implant procedure on (B)(6) 2019. A blood patch was performed and the procedure was abandoned. Issue resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.